Manufacturer narrative:
The biomedical engineer reported that the bedside monitor (bsm) that was constantly rebooting with a blue screen. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) that was constantly rebooting with a blue screen. Not in patient use.

Manufacturer narrative:
Details of the complaint: the biomedical engineer reported that the bedside monitor (bsm) that was constantly rebooting with a blue screen. Not in patient use. Service requested / performed: the complaint unit was returned by the customer and was evaluated by nk repair center (rc). Nk rc was able to observe the reported issue. Nk rc also observed an erratic and dimming display screen, and damage to the rear enclosure which has no functional effect on the device. Nk rc noted that the pcb may possibly have malfunctioned. Nk rc replaced the malfunctioning parts and repaired the device. Investigation conclusion: the device has been in service since (B)(6) 2011. A review of the history of the serial number identified no similar events. Based on the available information, a definitive root cause could not be identified. However, the issue is likely due to failure of the pcb. Possible causes of pcb failure are power overload / surges, accidental impact, dust and moisture, exposure to heat and wear and tear.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) that was constantly rebooting with a blue screen. Not in patient use.